Manufacturer narrative:
Section e1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an emergency log file analysis was requested to confirm that the hematuria was not caused by a blood clot in the pump. The patient was implanted last month and was hospitalized. Today, they had hematuria. Log files submitted for evaluation captured routine events, the device and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding could not be conclusively established through this evaluation. Additionally, the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists bleeding and pump thrombosis as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.